Event description:
Diabetes educator reported the hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 244 mg/dl. Diagnosed diabetes ketoacidosis. Customer stated that he woke up with a blood glucose reading of over 400 mg/dl. During troubleshooting, time and date are incorrect. Assisted customer with correcting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.